Event description:
International affiliate reports it was noted that the mountaineer occipital y plate was broken during surgery . The plate was bent at the angle as instructed and connected with the lateral plate to set at the occipital bone. They were fixed provisionally with screws. When the jet lavage was done to the site, the surgeon found that a part of the y plate which had 3 holes vertically had been folded at the end slit. The broken plate fixed with screws were reinforced by a nesplon cable and left implanted in the patient¿s body. The surgery was completed with a fifteen minute delay. Affiliate reports there were no adverse consequences to the patient. No sample will be returned because it was implanted in the patient¿s body.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was implanted in patient.